Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to cancer fluid drainage. The cause of death was myxoid liposarcoma. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing as the hospital was trying to regulate their blood glucose. The customer was not using sensors. The customer's blood glucose levels were high and low, and when they got to the hospital, their kidneys shut down. The caller agreed to return the insulin pump for analysis.